Manufacturer narrative:
On an unreported date in (B)(6) 2021 (at the beginning of (B)(6), the event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A (B)(6) (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with (B)(6) (dose, intraperitoneally and frequency not reported). At the time of this report, the patient was at home and has not recovered from the event. Pd therapy was ongoing during treatment. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
B5: it was reported that the patient was hospitalized for treatment for 5 to 6 days at the earlier stage. Should additional relevant information become available, a supplemental report will be submitted.